Event description:
It was reported that an asymptomatic patient presented in clinic after feeling a vibratory alert. Device interrogation revealed high hvli - high voltage lead impedance, which was detected on (B)(6) 2017. Manual checks of hvli also showed varying impedance values. No other anomalies were reported. No intervention was performed; the physician elected to monitor the patient.